Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. The returned picture showed that the product did not meet specification because of the broken tip of the jaw. The returned picture showed that the tip fractured on one jaw. The broken piece was also shown in the picture. The reported condition was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the first 5 minutes during use the ceramic tip of the jaw broke. There was no patient injury.